Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section e initial reporter phone. Upon investigation of the actual device of this incident, it was determined that the login malfunction. A technical support specialist (tss) investigated the reported login issues and confirmed that most users were able to authenticate successfully. Log analysis showed intermittent active directory binding and authentication errors, while ldap and domain connectivity were functional. The issue was observed intermittently from november 25 and was suspected to be related to server performance, as the servers had not been rebooted for approximately 76 days. Tls settings were found to be disabled, enabled subsequently, and a full server reboot was performed; however, the issue persisted for a few users. As a workaround, affected users were advised to change and re register their credentials, which resolved the issue in some cases. Other factors, including password changes and recent server health updates such as ntp configuration changes, were reviewed, with no definitive root cause identified. After monitoring with no further incidents reported, the case was closed, with the option to reopen if the issue recurred. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server had access issues. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. No findings available at the time this report was submitted; therefore, annex a code a27 was applied. A supplemental report shall be submitted if additional information becomes available reflecting the appropriate medical device problem annex a code.

Event description:
It was reported that when using the bd pyxis¿ es server had access issues. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server had access issues. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.